Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation at the time of this report. The device history record (DHR) of batch number 74a1801249 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. If the device becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device is causing a "low water alarm when the water is not low". Alleged issue reported as occurred during use. Customer reported no patient injury or consequence. Patient condition reported as "fine".